Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("several pieces of metal throughout uterine lning"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain") in a 40-year-old female patient who had essure (batch no. B82470) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, arthritis, peritoneal adhesions, stress incontinence, female and endometriosis. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 4 months 20 days after insertion of essure, the patient experienced flank pain ("flank pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), vaginal odour ("vaginal odor"), libido decreased ("decreased libido") and menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient experienced blood testosterone decreased ("hormonal changes describe : low testosterone levels"). In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression / depression due to weight gain and pain"), weight increased ("weight gain / weight gain / loss specify which one : weight gain") and alopecia ("hair loss"). On 1-apr-2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dry skin ("rashes or skin conditions, type: dryness of my face") and rash macular ("rashes or skin conditions, type: dots appear on my chest"). On 9-jan-2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infections") and cystitis ("bladder infection"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On (B)(6) -2017, the patient experienced visual impairment ("vision got worse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, pelvic pain, blood testosterone decreased, female sexual dysfunction, depression, weight increased, dry skin, rash macular, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, constipation, abdominal distension, vaginal odour, libido decreased and menstruation irregular outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the urinary tract infection, cystitis, dyspareunia, fatigue, alopecia, flank pain and back pain was resolving. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, blood testosterone decreased, constipation, cystitis, depression, device breakage, dry skin, dyspareunia, fatigue, female sexual dysfunction, flank pain, libido decreased, menorrhagia, menstruation irregular, pelvic pain, rash macular, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-aug-2014: total bilateral occlusion ultrasound shows several pieces of metal throughout uterine lining. 29dec 2016: uterus, cervix, and bilateral fallopian tubes cervix: focal mild chronic cervicitis with benign squamous metaplasia. Nabothian cysts. No dysplastic or malignant changes identified. Uterus; benign proliferative endometrium. No hyperplastic, atypical, or malignant changes identified. Superficial adenomyosis. Bilateral fallopian tubes; benign paratubal cyst (right). Bilateral proximal intraluminal metallic coils consistent with essure devices. Uterus, cervix, and bilateral fallopian tubes gross description: there are silver metallic, coiled medical devices grossly consistent with essure medical device within both fallopian tubes at the proximal end. Both fallopian tubes have stellate lumens. The patient had a normal-appearing uterus physically along with the tubes but did not show any perforation of the essure coils. Ovaries are also normal_ from the top of the fundus; however, down to the cervix, the uterus was completely adhered to the anterior abdominal wall, very dense adhesions, no windows, completely adhered most likely from her previous cesarean sections. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain, constipation, decreased libido, dyspareunia, flanck pain, fatigue, weight increased, vaginal odour, menorrhagia, menstruation irregular, abdominal distension. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, lot number added , events added as follows:- low testosterone levels, abnormal bleeding (vaginal, menorrhagia), infection(bladder/ urinary tract/vaginal) type: urinary tract and bladder infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression due to weight gain and pain, rashes or skin conditions, type: dryness of my face and dots that appearon my chest, bladder or urinary problems or changes, dental problems, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: vision got worse, fatigue, perforation (uterus), weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: constipation, bloating, other injury(ies) or complication please describe: vaginal odor, hair loss, flank pain, decreased libido, abdominal pain, several pieces of metal throughout uterine lining. Concomitant condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), bladder perforation ('ecoil as well in my bladder'), device breakage ('several pieces of metal throughout uterine lning'), menorrhagia ('abnormal bleeding (menorrhagia)') and erosive oesophagitis ('eroded esophagus') in a 40-year-old female patient who had essure (batch no. B82470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (2) and appendicectomy. Ultrasound shows several pieces of metal throughout uterine lining (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes cervix: focal mild chronic cervicitis with benign squamous metaplasia. Nabothian cysts. No dysplastic or malignant changes identified. Uterus; benign proliferative endometrium. No hyperplastic, atypical, or malignant changes identified. Superficial adenomyosis. Bilateral fallopian tubes; benign paratubal cyst (right). Bilateral proximal intraluminal metallic coils consistent with essure devices. Uterus, cervix, and bilateral fallopian tubes gross description: there are silver metallic, coiled medical devices grossly consistent with essure medical device within both fallopian tubes at the proximal end. Both fallopian tubes have stellate lumens. The patient had a normal-appearing uterus physically along with the tubes but did not show any perforation of the essure coils. Ovaries are also normal_ from the top of the fundus; however, down to the cervix, the uterus was completely adhered to the anterior abdominal wall, very dense adhesions, no windows, completely adhered most likely from her previous cesarean sections. Concurrent conditions included hypertension, arthritis, peritoneal adhesions, stress incontinence, female and endometriosis. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced flank pain ("flank pain") and back pain ("back pain/pain on right back side"), 4 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), vaginal odour ("vaginal odor"), libido decreased ("decreased libido") and menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient was found to have blood testosterone decreased ("hormonal changes describe : low testosterone levels"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/left side pain"), depression ("depression / depression due to weight gain and pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain / weight gain / loss specify which one : weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dry skin ("rashes or skin conditions, type: dryness of my face/patches") and rash macular ("rashes or skin conditions, type: dots appear on my chest"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems/teeth problems"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infections") and cystitis ("bladder infection"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2017, the patient experienced visual impairment ("vision got worse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), gastrooesophageal reflux disease ("acid reflux"), dermatitis allergic ("allergic rash"), hypertension ("high blood pressure"), feeling abnormal ("foggy brain"), eczema ("eczema"), anxiety ("anxiety"), scar ("lot of scar tissue/extra cut on her stomach due to excessive scar tissue"), intervertebral disc protrusion ("herniated disc"), rash ("rash on her right thigh"), osteoarthritis ("degenerative disc osteoarthritis"), swelling ("swelling"), hepatic steatosis ("fatty liver"), hiatus hernia ("hiatal hernia"), gastritis ("inflammation in her stomach"), erythema ("red and dry skin"), infrequent bowel movements ("bowels aren't working as fast as they should"), nerve injury ("nerve damage"), urinary incontinence ("had to pee a lot and there is no holding it") and erosive oesophagitis (seriousness criterion medically significant) and was found to have blood urine present ("blood in the urine"), benign neoplasm ("benign tumor") and progesterone decreased ("low levels of progesterone"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, ablation, benign tumor removal and invasive back surgery). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder perforation, device breakage, pelvic pain, blood testosterone decreased, female sexual dysfunction, depression, weight increased, dry skin, rash macular, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, constipation, abdominal distension, vaginal odour, libido decreased, menstruation irregular, abdominal pain, gastrooesophageal reflux disease, dermatitis allergic, hypertension, blood urine present, feeling abnormal, eczema, anxiety, scar, intervertebral disc protrusion, osteoarthritis, swelling, benign neoplasm, hepatic steatosis, hiatus hernia, erythema, infrequent bowel movements, nerve injury, urinary incontinence and erosive oesophagitis outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved, the urinary tract infection, cystitis, dyspareunia, fatigue, alopecia, flank pain and back pain was resolving and the rash had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, benign neoplasm, bladder disorder, bladder perforation, blood testosterone decreased, blood urine present, constipation, cystitis, depression, dermatitis allergic, device breakage, dry skin, dyspareunia, eczema, erosive oesophagitis, erythema, fatigue, feeling abnormal, female sexual dysfunction, flank pain, gastritis, gastrooesophageal reflux disease, hepatic steatosis, hiatus hernia, hypertension, infrequent bowel movements, intervertebral disc protrusion, libido decreased, menorrhagia, menstruation irregular, nerve injury, osteoarthritis, pelvic pain, progesterone decreased, rash, rash macular, scar, swelling, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain, constipation, decreased libido, dyspareunia, flanck pain, fatigue, weight increased, vaginal odour, menorrhagia, menstruation irregular, abdominal distension. Concerning the injuries reported in this case, the following one was described in patient¿s social media: gastrooesophageal reflux disease, dermatitis allergic, hypertension, blood urine present, feeling abnormal, eczema and anxiety, : rash, osteoarthritis, swelling, benign neoplasm, hepatic steatosis, hiatus hernia, gastritis, erythema, infrequent bowel movements, nerve injury, progesterone decreased, urinary incontinence, erosive oesophagitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Medical history added.events : rash on her right thigh, degenerative disc osteoarthritis, swelling, benign tumor, fatty liver , hiatal hernia, inflammation in her stomach, red and dry skin, bowels aren't working as fast as they should, nerve damage, low levels of progesterone, had to pee a lot and there is no holding it , eroded esophagus added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("several pieces of metal throughout uterine lning"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain") in a 40-year-old female patient who had essure (batch no. B82470) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, arthritis, peritoneal adhesions, stress incontinence, female and endometriosis. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 4 months 20 days after insertion of essure, the patient experienced flank pain ("flank pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), vaginal odour ("vaginal odor"), libido decreased ("decreased libido") and menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient experienced blood testosterone decreased ("hormonal changes describe : low testosterone levels"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression / depression due to weight gain and pain"), weight increased ("weight gain / weight gain / loss specify which one : weight gain") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dry skin ("rashes or skin conditions, type: dryness of my face") and rash macular ("rashes or skin conditions, type: dots appear on my chest"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infections") and cystitis ("bladder infection"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2017, the patient experienced visual impairment ("vision got worse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, pelvic pain, blood testosterone decreased, female sexual dysfunction, depression, weight increased, dry skin, rash macular, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, constipation, abdominal distension, vaginal odour, libido decreased and menstruation irregular outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the urinary tract infection, cystitis, dyspareunia, fatigue, alopecia, flank pain and back pain was resolving. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, blood testosterone decreased, constipation, cystitis, depression, device breakage, dry skin, dyspareunia, fatigue, female sexual dysfunction, flank pain, libido decreased, menorrhagia, menstruation irregular, pelvic pain, rash macular, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound shows several pieces of metal throughout uterine lining. (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes cervix: focal mild chronic cervicitis with benign squamous metaplasia. Nabothian cysts. No dysplastic or malignant changes identified. Uterus; benign proliferative endometrium. No hyperplastic, atypical, or malignant changes identified. Superficial adenomyosis. Bilateral fallopian tubes; benign paratubal cyst (right). Bilateral proximal intraluminal metallic coils consistent with essure devices. Uterus, cervix, and bilateral fallopian tubes gross description: there are silver metallic, coiled medical devices grossly consistent with essure medical device within both fallopian tubes at the proximal end. Both fallopian tubes have stellate lumens. The patient had a normal-appearing uterus physically along with the tubes but did not show any perforation of the essure coils. Ovaries are also normal_ from the top of the fundus; however, down to the cervix, the uterus was completely adhered to the anterior abdominal wall, very dense adhesions, no windows, completely adhered most likely from her previous cesarean sections concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain, constipation, decreased libido, dyspareunia, flanck pain, fatigue, weight increased, vaginal odour, menorrhagia, menstruation irregular, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), bladder perforation ('ecoil as well in my bladder'), device breakage ('several pieces of metal throughout uterine lining'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and pelvic pain ('pain') in a 40-year-old female patient who had essure (batch no. B82470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (2). Concurrent conditions included hypertension, arthritis, peritoneal adhesions, stress incontinence, female and endometriosis. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced flank pain ("flank pain") and back pain ("back pain"), 4 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), vaginal odour ("vaginal odor"), libido decreased ("decreased libido") and menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient was found to have blood testosterone decreased ("hormonal changes describe : low testosterone levels"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression / depression due to weight gain and pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain / weight gain / loss specify which one : weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dry skin ("rashes or skin conditions, type: dryness of my face") and rash macular ("rashes or skin conditions, type: dots appear on my chest"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infections") and cystitis ("bladder infection"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2017, the patient experienced visual impairment ("vision got worse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, bladder perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("acid reflux"), dermatitis allergic ("allergic rash"), hypertension ("high blood pressure"), feeling abnormal ("foggy brain"), eczema ("eczema"), anxiety ("anxiety"), scar ("lot of scar tissue/extra cut on her stomach due to excessive scar tissue") and intervertebral disc protrusion ("herniated disc") and was found to have blood urine present ("blood in the urine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder perforation, device breakage, pelvic pain, blood testosterone decreased, female sexual dysfunction, depression, weight increased, dry skin, rash macular, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, constipation, abdominal distension, vaginal odour, libido decreased, menstruation irregular, gastrooesophageal reflux disease, dermatitis allergic, hypertension, blood urine present, feeling abnormal, eczema, anxiety, scar and intervertebral disc protrusion outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the urinary tract infection, cystitis, dyspareunia, fatigue, alopecia, flank pain and back pain was resolving. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, bladder perforation, blood testosterone decreased, blood urine present, constipation, cystitis, depression, dermatitis allergic, device breakage, dry skin, dyspareunia, eczema, fatigue, feeling abnormal, female sexual dysfunction, flank pain, gastrooesophageal reflux disease, hypertension, intervertebral disc protrusion, libido decreased, menorrhagia, menstruation irregular, pelvic pain, rash macular, scar, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: ultrasound shows several pieces of metal throughout uterine lining (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes cervix: focal mild chronic cervicitis with benign squamous metaplasia. Nabothian cysts. No dysplastic or malignant changes identified. Uterus; benign proliferative endometrium. No hyperplastic, atypical, or malignant changes identified. Superficial adenomyosis. Bilateral fallopian tubes; benign paratubal cyst (right). Bilateral proximal intraluminal metallic coils consistent with essure devices. Uterus, cervix, and bilateral fallopian tubes gross description: there are silver metallic, coiled medical devices grossly consistent with essure medical device within both fallopian tubes at the proximal end. Both fallopian tubes have stellate lumens. The patient had a normal-appearing uterus physically along with the tubes but did not show any perforation of the essure coils. Ovaries are also normal_ from the top of the fundus; however, down to the cervix, the uterus was completely adhered to the anterior abdominal wall, very dense adhesions, no windows, completely adhered most likely from her previous cesarean sections concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain, constipation, decreased libido, dyspareunia, flank pain, fatigue, weight increased, vaginal odour, menorrhagia, menstruation irregular, abdominal distension. Concerning the injuries reported in this case, the following one was described in patient¿s social media: gastrooesophageal reflux disease, dermatitis allergic, hypertension, blood urine present, feeling abnormal, eczema and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu(4) and f(5) processed together. Social media received. Events added: acid reflux, allergic rash, high blood pressure, blood in the urine, foggy brain, herniated disc, eczema and anxiety. Medical history and aka name added. On 2-oct-2019: fu(4) and f(5) processed together. Pfs received. Event added: lot of scar tissue/extra cut on her stomach due to excessive scar tissue. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('several pieces of metal throughout uterine lning'), menorrhagia ('abnormal bleeding (menorrhagia)') and erosive oesophagitis ('eroded esophagus') in a 40-year-old female patient who had essure (batch no. B82470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections (2) and appendicectomy. Ultrasound shows several pieces of metal throughout uterine lining (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes cervix: focal mild chronic cervicitis with benign squamous metaplasia. Nabothian cysts. No dysplastic or malignant changes identified. Uterus; benign proliferative endometrium. No hyperplastic, atypical, or malignant changes identified. Superficial adenomyosis. Bilateral fallopian tubes; benign paratubal cyst (right). Bilateral proximal intraluminal metallic coils consistent with essure devices. Uterus, cervix, and bilateral fallopian tubes gross description: there are silver metallic, coiled medical devices grossly consistent with essure medical device within both fallopian tubes at the proximal end. Both fallopian tubes have stellate lumens. The patient had a normal-appearing uterus physically along with the tubes but did not show any perforation of the essure coils. Ovaries are also normal_ from the top of the fundus; however, down to the cervix, the uterus was completely adhered to the anterior abdominal wall, very dense adhesions, no windows, completely adhered most likely from her previous cesarean sections. Concurrent conditions included hypertension, arthritis, peritoneal adhesions, stress incontinence, female and endometriosis. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 1-aug-2014, the patient experienced flank pain ("flank pain") and back pain ("back pain/pain on right back side"), 4 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), vaginal odour ("vaginal odor"), libido decreased ("decreased libido") and menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient was found to have blood testosterone decreased ("hormonal changes describe : low testosterone levels"). In (B)(6) 2015, the patient experienced depression ("depression / depression due to weight gain and pain"), alopecia ("hair loss") and pelvic pain ("pain / left side pain") and was found to have weight increased ("weight gain / weight gain / loss specify which one : weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dry skin ("rashes or skin conditions, type: dryness of my face/patches") and rash macular ("rashes or skin conditions, type: dots appear on my chest"). On (B)(6) 2016, the patient experienced tooth disorder ("dental problems/teeth problems"). In september 2016, the patient experienced urinary tract infection ("urinary tract infections") and cystitis escherichia ("bladder infection / ecoli as well in my bladder"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2017, the patient experienced visual impairment ("vision got worse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), gastrooesophageal reflux disease ("acid reflux"), dermatitis allergic ("allergic rash"), hypertension ("high blood pressure"), feeling abnormal ("foggy brain"), eczema ("eczema"), anxiety ("anxiety"), scar ("lot of scar tissue/extra cut on her stomach due to excessive scar tissue"), intervertebral disc protrusion ("herniated disc"), rash ("rash on her right thigh"), osteoarthritis ("degenerative disc osteoarthritis"), swelling ("swelling"), hepatic steatosis ("fatty liver"), hiatus hernia ("hiatal hernia"), gastritis ("inflammation in her stomach"), erythema ("red and dry skin"), infrequent bowel movements ("bowels aren't working as fast as they should"), nerve injury ("nerve damage"), urinary incontinence ("had to pee a lot and there is no holding it") and erosive oesophagitis (seriousness criterion medically significant) and was found to have blood urine present ("blood in the urine"), benign neoplasm ("benign tumor") and progesterone decreased ("low levels of progesterone"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, ablation, benign tumor removal and invasive back surgery). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, blood testosterone decreased, female sexual dysfunction, depression, weight increased, dry skin, rash macular, bladder disorder, urinary tract disorder, tooth disorder, vaginal discharge, visual impairment, constipation, abdominal distension, vaginal odour, libido decreased, menstruation irregular, abdominal pain, gastrooesophageal reflux disease, dermatitis allergic, hypertension, blood urine present, feeling abnormal, eczema, anxiety, scar, intervertebral disc protrusion, osteoarthritis, swelling, benign neoplasm, hepatic steatosis, hiatus hernia, erythema, infrequent bowel movements, nerve injury, urinary incontinence, erosive oesophagitis and pelvic pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved, the urinary tract infection, cystitis escherichia, dyspareunia, fatigue, alopecia, flank pain and back pain was resolving and the rash had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, benign neoplasm, bladder disorder, blood testosterone decreased, blood urine present, constipation, cystitis escherichia, depression, dermatitis allergic, device breakage, dry skin, dyspareunia, eczema, erosive oesophagitis, erythema, fatigue, feeling abnormal, female sexual dysfunction, flank pain, gastritis, gastrooesophageal reflux disease, hepatic steatosis, hiatus hernia, hypertension, infrequent bowel movements, intervertebral disc protrusion, libido decreased, menorrhagia, menstruation irregular, nerve injury, osteoarthritis, pelvic pain, progesterone decreased, rash, rash macular, scar, swelling, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain, constipation, decreased libido, dyspareunia, flanck pain, fatigue, weight increased, vaginal odour, menorrhagia, menstruation irregular, abdominal distension. Concerning the injuries reported in this case, the following one was described in patient¿s social media: gastrooesophageal reflux disease, dermatitis allergic, hypertension, blood urine present, feeling abnormal, eczema and anxiety, : rash, osteoarthritis, swelling, benign neoplasm, hepatic steatosis, hiatus hernia, gastritis, erythema, infrequent bowel movements, nerve injury, progesterone decreased, urinary incontinence, erosive oesophagitis. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: event term "ecoil as well in my bladder" (bladder perforation) was deleted - "e coli as well in my bladder" was added in the event term "bladder infection", which was recoded to cystitis escherichia. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.